Event description:
During an rf procedure, the ground pad cable did not work properly. Back up equipment was not available. The case was completed, but a delay of approximately 30 minutes occurred due to troubleshooting efforts.

Manufacturer narrative:
Investigation results indicate high resistance on one of the two lines of the cable which caused it to run intermittently.